Manufacturer narrative:
(B)(4): cartridge damaged and damaged pusher block additional information: did the device cut? ---yes. Did the device staple? ---yes. But the deployed staples were unformed. Was the staple line complete? ---yes. Were there malformed staples? ---no information. The device was not fired across the hard object like the existing staple line. The target tissue was not so thick. Reinforcement materials were not used. The analysis results found that the device was received in good visual condition and with a cartridge reload present. The reload was received with the cartridge deck damaged on the proximal side and fully fired. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens, the cartridge gets indented therefore there is not enough space for the wedge sled pushing the driver to continue its run. After further analysis, it was noted that the left wedge was loose. The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. However, when placing the firing knob in the home position, the wedge did not return. The device was disassembled to verify the integrity of the internal components and the pusher block was found damaged. While no conclusion could be reached as to how the pusher block became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic-assisted distal gastrectomy procedure, the target tissue was not stapled properly when the device was used for the gastric body. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.